Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. A manual "try it" testing and was attempted, but it was unable to be completed due to a call tech support error frozen on the screen. A global communication tool software test was performed, and it failed sound tests as the alerts did not sound. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.